Manufacturer narrative:
Concomitant devices: unk. Prod. ID/ nim endotracheal tube unk. Prod. ID/ nim electrode/ misc. The devices were not returned for evaluation.

Event description:
In the world journal of surgery (2012), piero f. Alesina, thomas rolfs, silvia hommeltenberg, and others published a study titled,"intraoperative neuromonitoring does not reduce the incidence of recurrent laryngeal nerve palsy in thyroid reoperations: results of a retrospective comparative analysis." This was a retrospective analysis of the experience with completion thyroidectomy with and without neuromonitoring in a referral center. The purpose of the study was to review the extent and type of complications that occur during secondary thyroid surgery, and what impact intraoperative nerve monitoring (ionm) has on the instance of these complications in comparison with the control group that relied on nerve visualization only. Medtronic's nim 2.0, needle electrodes, and endotracheal tube with electrodes were used for a portion of the study. It is not known at this time which cases/outcomes used the medtronic ionm devices, and which used another manufacturer's devices. The results of all ionm cases were grouped and reported together. The recurrent laryngeal nerve was clearly identified and dissected along its course. Nerve function was tested in all cases by direct stimulation and vagal stimulation. Later in the surgery, the same rln was stimulated to assess post-op function/prognosis. Eight patients in the neuromonitoring group sustained temporary rln palsy that resolved over time and was not life-threatening. It is also noted that in some patients, neuromonitoring signal was lost after the procedure, but had no indication of decreased nerve function on post-op exam. This is considered a false negative response.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.